Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been seeing hcp for pain and have learned that the leads have moved. Caller stated they had an x-ray done which confirmed the leads moved, and the doctor told them they can't reposition the leads. Caller added that the doctor said they did it once and it didn't work, and the doctor is saying they won't move the leads but will replace the entire system. Caller stated they don't believe their doctor that the leads can't be repositioned and wants to find another doctor.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2020. Brand name: vectris surescan; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and mentioned previous information. Patient started getting headaches and that was when they knew something was wrong. Patient didn't get any headaches and the implant worked so good until they got headaches. Pt is unsure when they began getting headaches. Pt reports when their hcp put the leads in they didn't open the patient's back up and made a cut to push the leads up. Their back was also cut to put the implant in. The leads migrated and one went to 4 and the other one went to 6. Patient met with manufacturer representative (rep) who couldn't get stimulation past their shoulders. Patient met with their 2nd rep who would stay with the patient for 2 hours and changed their programs quite a few times. Patient mentioned their neck hurt and headaches hadn't gone away. Patient mentioned again their leads migrated and was on level 2 and they wanted level 6.